Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted the mesh had torn loose and had extensive adhesions. It was reported that the patient experienced severe pain, adhesions and mesh migration. The patient had a previous mesh implanted on (B)(6) 2019 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.